Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the component failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support called in to report out of box failure (oobf) b30 error received during installation. The error is on multiple scopes. Tac informed that it might be the light source issue. Customer wanted to return the device for evaluation, but it has not yet been received. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during installation, the evis exera iii xenon light source had an error code b30 on multiple 190 scopes. There was no harm or user injury reported due to the event.